Manufacturer narrative:
The issue was resolved for the customer by replacing the comfortgel se mattresses

Event description:
It was reported the mattresses are sliding off the stretchers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the mattresses are sliding off the stretchers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.